Manufacturer narrative:
(B)(4). G2: foreign, australia. H6: suggested component code: mechanical (g04), stem. The product location is unknown at this time. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision for unknown reasons. Follow-ups to gather additional information are currently in process.

Event description:
It was reported that the patient underwent a revision surgery approximately 2 years post implantation due to loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10; g3; h2; h6; h10 d10: unknown screw unknown arcos prox body unknown arcos stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with loosening of the acetabular component and heterotopic ossification off the lateral aspect of the acetabulum. Diffuse radiologic osteopenia is noted, which can predispose to poor hardware incorporation. A definitive root cause cannot be determined for the loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.